Manufacturer narrative:
No post-operative images were provided. Visual observation of the locking cap showed signs of wear along the threads as well as on the bottom where it contacted the rod. The screw head and screw were still connected. The rod that was returned showed multiple signs of friction on the top where it was in contact with locking caps used for the construct. These marks align with those that occur when a construct is created and final tightened. There were also friction marks along the sides of the rod where it may have rubbed against the screw head as the locking cap loosened. It is possible that the deformation along the threads of the screw head and those found on the sides of the rod could have been caused by the construct loosening; however, the cause of the reported issue is unable to be determined.

Event description:
It was reported that a revision was completed for a creo mis locking cap that came loose post-operatively. This event occurred in (B)(6).